Event description:
User allegedly had "bought brand new strips and tested them with control solution and the reading was 14 points off for the high range". User was afraid he would get inaccurate readings.